Event description:
Information received from the field does not address the patient's clinical status but notes that dashes (---) were observed for sensor parameters and the device was in vvi mode. Repeated attempts were made to interrogate the device. Emergency vvi and reprogramming were unsuccessful. Therefore, the device was replaced.